Event description:
It was reported that the mobile app froze while the customer was loading a cartridge. There was no adverse impact to the customer's blood glucose level. Initially, re-launching the app did not resolve the pairing issue, and the app crashed again. Technical support advised the customer to uninstall the app, forget the pump from the bluetooth menu, and reinstall the app, which successfully resolved the issue and paired the pump with the mobile app.